Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 60 occurrences of label lift off before use. The following has been provided by the initial reporter: on september 5 with a new purchase order for the month of september, the same lot came back with the same problem. Lot # 9059681. Complaint: the label of the cat. 367986 tubes is detached.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Correction: samples received. The following information has been updated: device available for eval? Yes. Returned to manufacturer on: 2019-10-07. Device returned to manufacturer: yes.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 60 occurrences of label lift off before use. The following has been provided by the initial reporter: on (B)(6) with a new purchase order for the month of september, the same lot came back with the same problem. Lot # 9059681. Complaint: the label of the cat. 367986 tubes is detached.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 60 occurrences of label lift off before use. The following has been provided by the initial reporter: on september 5 with a new purchase order for the month of september, the same lot came back with the same problem. Lot # 9059681. Complaint: the label of the cat. 367986 tubes is detached.